Event description:
The customer reported "channel disconnected" messages. Customer stated she does not have the specific wording for the error that occurred but did say the channel was not communicating and a red screen was displayed. The infusions (tpn, intralipids and regular IV fluids) had been in process for several hours and was not touching anything and the pump was not being moved. There was no patient harm or medical intervention. Although requested, no additional patient or event details were provided.

Manufacturer narrative:
(B)(4). The customer's report of channel disconnect event was confirmed and replicated on the returned device. The log analysis identified three occurrences of a "channel disconnected" event on the reported event date. All three events were the result of intermittent continuity issues occurring with the communication signal pins on the left iui connector on the pump module. The pcu right module also had contamination and corrosion on its pins and induced one event of a power interruption during in house testing. Testing and inspection found there were connectivity issues occurring between the interface iui connectors. The iui connectors had physical evidence of contamination/corrosion present on pins which is an indication they had at some point come into contact with a fluid other than 70% isopropyl alcohol. When the left iui connector was replaced with a new iui connector on the pump module during the investigation, the connectivity issues with the communication signals were resolved and there was no recurrence of a channel disconnect error. The root cause for the channel disconnect events is contamination and corrosion on the iui connectors. The source of the contamination is unknown but may be an indication of needed improvement in the cleaning and preventative maintenance activities being performed.